Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, basic occlusion and prime/a33 tests. Unable to verify no delivery alarm due to motor error alarm at bolus delivery. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. It was also found a no delivery alarm would occur prior to the motor error alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.